Event description:
The account alleges that the hi/low function has unintentional movement in the upward direction.

Manufacturer narrative:
The account determined that they would not have the device repaired at the time of this report. This is due to the cost associated with repairing the device. The account will contact hill-rom when they are ready to have this device repaired. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.